Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflation unit had abnormal flow. The issue was found during service / maintenance (not in a clinical setting).